Event description:
The customer reported that the system displayed a "power supply is not adequate" error message, and radiation was emitted however the image was not displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to locate the error. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.